Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 46 mg/dl at the time of the call. The customer stated that the up and down keypad do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response on the down arrow button due to corroded keypad traces. The low reservoir alarm could not be tested due to the unresponsive buttons. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.